Manufacturer narrative:
E1: event country: (B)(6) event city: antequera name: medtronic minimed country: united states of america street address: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that on (B)(6)2026 the patient experienced high blood glucose level and managed it with insulin pump.